Event description:
It was reported that during a hip arthroscopy the device broke off inside the joint of the patient. The broken piece was retrieved from patient and the surgery was finished successfully with a new device with the same part number. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-9835 apollorf h50, aspirating ablator lot: 2301065 was received for investigation. Visual evaluation noted that the cord of the device had been cut. Visual inspection also noted that the tip was broken and the electrode and white ceramic piece were missing from the device. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to possibly hitting the device with another instrument. The most likely cause for the observed failure of the cable being cut can be attributed to misuse due to a user modification. Refer to investigation photos.